Event description:
It was initially reported that the patient was experiencing some pains in the left part of her throat, which will go up to the head. The patient has always complained of these pains. It was also noted that her impedance was always high, but the physician elected to leave the device on as there were changes as a result. It is unclear at this time what the high impedance values are or any further details regarding the situation as the physician is not available until after the new year. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected but did not contribute or cause a death or serious injury.